Event description:
It was reported that pump displayed non-resettable malfunction alarm code 16 and associated fault code, leading to decision to replace pump. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode and return device using prepaid label, and was informed about setting up replacement pump and reconnecting continuous glucose monitor, all of which customer understood and acknowledged.